Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive and bradycardic. Medication was administered to treat the bradycardia. Another ablation was attempted and the patient went into cardiac arrest and a first degree atrioventricular block occurred. A cardiac massage and ventricular pacing was performed. Extracorporeal membrane oxygenation (ECMO) was introduced, and the patient was intubated. Ventricular fibrillation (vf) occurred during ECMO, so the patient was defibrillated. The patient was taken to the intensive care unit (ICU) and the patient recovered. Subsequently, the case was aborted. No further patient complications have been reported as a result of this event.